Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms and a cartridge 1 alarm. The customer's blood glucose (bg) level was 500-600 mg/dl. The pump supplies were changed multiple times and a bolus was delivered to address the bg level. The alarms were resolved with the pump supply change.